Event description:
A user facility submitted a repair request to the olympus service center, for the camera head cable disconnection and no image. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, cable pinhole and poor watertightness, cable twisted, part main body scratched (lens) and board failure (circuit shortage, corrosion, electronic component failure, failure due to flooding)). The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information was received from the initial reporter noting the reported event (cable disconnected and no image) occurred during preparation for use of an unknown procedure. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image was due to moisture intrusion from the pinhole in the cable. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿never reprocess and store this instrument together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument.¿ olympus will continue to monitor field performance for this device.